Event description:
Pt undergoing superior mesenteric artery arteriogram. Catheter was in sma and when looked at under fluoroscopy observed tip was loose and in hepatic artery. Tip was retrieved with a snare. All remaining catheters from this lot were returned to MFR.